Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the therapy works, but it does not work as well as the trial did. The patient stated they are also leaking again. The agent asked if the patient had ever felt any stimulation sensation, and the patient said they did, but when they talked to the doctors, they told them they could turn it down if they could feel it. The patient also said they can feel stimulation in their foot and under their clothes. The patient confirmed they have had at least 50% symptom improvement since getting the implant, but they are losing. The issue was not resolved through troubleshooting. The patient was redirected to their health care provider to further address the issue. Baseline symptoms returned / lost therapy benefit / stimulation in different location

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.